Event description:
It was reported that an ilet user experienced intermittent insulin leakage associated with cartridges not fitting properly into the pump, with one provided lot number 35088, and the user declined a guided supply change review after confirming correct steps. Investigation of this case revealed intermittent leakage not reproducible after the user adjusted the configured insulin units, with no device alerts or alarms and no impact to therapy reported. No reported adverse clinical effects and no changes in blood glucose reported. Outcomes included no medical intervention, no emergency treatment, and no hospitalization. It was concluded that the device functioned within specifications at the time of follow up and that the event was not associated with a patient injury.